Event description:
Siemens healthineers was notified of an adverse event associated with the magnetom essenza system. On (B)(6) 2024, a debilitated patient undergoing cancer treatment in the hospital ICU was lying on the ptab (patient table) for a scan and required oxygen due to their critical condition. After the scan was completed, the hospital infirmary team, which was not trained in mr safety protocols, mistakenly brought a ferromagnetic oxygen tank into the scanning room which was attracted to the mr system and led to the patient sustaining a head cut and bruising which treated with 10 sutures. The hospital has acknowledged and taken responsibility for the user error. On (B)(6) 2024, the patient passed away due to their pre-existing cancer diagnosis. The customer reported that the patient's death was unrelated to the equipment accident. The siemens healthineers customer service engineers onsite inspected the system and determined some of the parts of the system were damaged during the incident. Replacement of the damaged parts is ongoing. Based on the initial investigation, special warning signs were observed at the entrance of the scanning room, and the operator manual provides clear instructions and warnings regarding magnetic field hazards and the need for proper personnel training in mr safety. No system malfunction related to the accident has been identified. A supplemental report will be submitted if additional information becomes available to siemens healthineers. Although this event did not lead to a serious injury to the patient or other persons, in a worst-case scenario, the event could lead to a serious injury if the issue were to recur.

Manufacturer narrative:
E1: reporting facility telephone number is (B)(6).

Manufacturer narrative:
Our service engineer inspected the system onsite after the incident and identified damage to some components, which required replacement. During the visit, we emphasized the importance of mr safety and advised the customer to retrain their staff to prevent similar incidents in the future. We assessed the complained event and concluded that the cause of this event was the introduction of ferromagnetic pieces into the mr examination room and therefore a user error. Due to the strong magnetic field, special safety measures have to be adhered to in order to prevent injuries. Therefore, the corresponding magnetom operator manual and the magnetom system owner manual provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of ferromagnetic objects into the magnetic field is contrary to the statements given in the operating instructions. Furthermore, special warning signs are posted at the entrance of the controlled access area (magnet room). And we request to always comply with the operating instructions provided. We therefore classified this complaint as a user error and will close this complaint with reference to the operating instructions.